Manufacturer narrative:
On 10/23/96, clinical report forms were received from the physician. The patient's last treatment was in 1990 in the nasalabial folds and glabella. No symptoms or signs were reported to him by the patient or any one else. He had not seen the patient since 1992, at which time she was in good health without complaints.

Event description:
A legal suit was received which alleged that a pt was treated from 1981 through 1992 and developed "serious and permanent damage to health, strength and activity and severe shock to her nervous system." Add'l info was not available.